Manufacturer narrative:
G4: (B)(6)2020. A central processing unit (cpu) board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019.

Event description:
It was reported that during start up the ventilators touch panel was not responding. There was no patient involvement.

Manufacturer narrative:
MFR received date: 06 feb 2020. A touchscreen and a gas delivery system (gds) assembly were returned for failure analysis. An investigation was performed and the product analysis technician reported that the root cause for the touchscreen was isolated to the ul_lr and ur_ll resistance and resistance ratio ul_lr/ ur_ll were out of specification. The gds assembly root cause was isolated to an out of specification u1 on the air flow sensor board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 09dec2019. Date of report : 17dec2019. The manufacturer¿s international service technician replaced the touchscreen, central processing unit (cpu) board, flow sensor and power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 05 november 2019 date of this report: 07 november 2019. The manufacturer¿s international service technician confirmed the reported issue with the touchscreen there was a portion that was misaligned. The manufacturer¿s international service technician also found an error code in the ventilator diagnostic logs ventilator restarted due to anomalies detected during operation and that the oxygen concentration was out of the allowable range. The service technician will replace the touchscreen, central processing unit (cpu) board and flow sensor to address the reported issues. Resolution is still pending.